Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal and no delivery. The customer stated that he has received two motor error alarms, the first on (B)(6) 2015. Customer explained that with the second one he cleared the alarm, went to rewind and when going through the fixed prime, the insulin pump alarmed no delivery. He did 2 set changes and could not complete the rewind sequence. Device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 97 mg/dl. Customer was advised to discontinue the use of the device. Customer reverted to manual injections the night prior to calling after receiving the alarms. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and stained keypad overlay.